Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable gastric stimulator (serial # (B)(4)) revealed that the adhesive was loose around the #3 grommet and that the grommet was loose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient felt shocking at the pocket site. It was noted that the impedance was checked and it was normal at 668 ohms; the voltage was turned down, but the patient still felt mild shocking. The manufacturer representative was not aware of any environmental/external/patient factors that may have led or contributed to the issue. Actions taken included replacing the generator with a new one, and the shocking went away; the issue was resolved at the time of the report. No further complications were reported/anticipated.